Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 06/28/2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
End user's family member reported that medical attention was sought on (B)(6) 2016 at 7:00 am after questioning the accuracy of the meter accompanied with a headache and feeling unusal. Paramedics were called and tested the end user's blood glucose with their meter obtaining a result of 47 mg/dl. The paramedics administered a glucose shot and no further actions were reported. The end user decided to go the ER on her own after receiving treatment from the paramedics. Upon arrival to the ER she had a blood glucose reading of 169 mg/dl and received IV fluids. No other treatments were rendered. After several hours at the ER the end user was released with a reading of 173mg/dl and was instructed to follow up with her primary care physician.